Event description:
It was reported a spectrum pump alarmed system error 322. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no. : (B)(4). Baxter received and evaluated the device. The reported system error 322 could not be reproduced, but was confirmed through review of the event history log. It was determined that the upper and lower auxiliary assemblies were the failing components which caused this error. The upper and lower auxiliary assemblies were replaced. The software was upgraded per the approved remedial action activities. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.